Event description:
During service of the unit a shutdown with inop alarm condition was found when on/standby button and control lock buttons are pressed. Replaced power board to correct the failure mode.